Event description:
The customer reported that the system experienced errors resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The vertical lift and emergency stop switch connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.